Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to claim intermittent vibration on (B)(6) 2015. No medical intervention or injuries were reported. Patient claimed testing of the alert functionality prior to contacting dexcom technical support and reported vibration alerts were functional, except on low setting.

Manufacturer narrative:
(B)(4).